Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es the whole pyxis was failed. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-dec-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system was frozen on a white screen and application was not opening. A technical support specialist (tss) dialed into the es application server and confirmed no errors in synchronization info 2.0. Performed a database backup. The system displayed the error message: "windows created a temporary paging file," which typically indicates misconfigured virtual memory settings or a corrupted paging file. Verified that the "automatically manage paging file size for all drives" option was already unchecked. Started the bd sync service and rebooted the station. Customer logged in and confirmed that orders are now crossing successfully. The system functioned as intended after the technical support specialist repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es the whole pyxis was failed. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.